Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain, worsening pain since essure coils placed in") in a 47 year-old female patient who had essure inserted (lot no. 636098) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Concurrent conditions were listed as uterine prolapse, ovarian cyst, dyspareunia, appendicitis (appendix enlarged and appears slightly inflamed), pelvic adhesions, pelvic discomfort, dysmenorrhoea and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation ("right essure partially inside the uterus"). The patient was treated with surgery (total hysterectomy/bilateral salpingo oophorectomy/ laparoscopic appendectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered device dislocation and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopic surgery] on (B)(6) 2022: findings include mild uterine prolapse, laparoscopically liver, bowel, uterus appeared normal limits. Tubes and ovaries also appeared normal limits with repair to be the right essure partially inside the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: medical record received. Lot number added. Concomitant conditions added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain, worsening pain since essure coils placed in") in a 47 year-old female patient who had essure inserted (lot no. 636098) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Concurrent conditions were listed as uterine prolapse, ovarian cyst, dyspareunia, appendicitis (appendix enlarged and appears slightly inflamed), pelvic adhesions, pelvic discomfort, dysmenorrhoea and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). An unknown time later she experienced device dislocation ("right essure partially inside the uterus"). The patient was treated with surgery (total hysterectomy / bilateral salpingo oophorectomy/ laparoscopic appendectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcome of pelvic pain was unknown. The reporter considered device dislocation and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopic surgery] on (B)(6) 2022: findings include mild uterine prolapse, laparoscopically liver, bowel, uterus appeared normal limits. Tubes and ovaries also appeared normal limits with repair to be the right essure partially inside the uterus. Lot number: 636098 manufacture date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.